Manufacturer narrative:
(B)(4).

Event description:
It was reported that remote transmissions contained no data. The patient was stable. It was noted that hv lead impedance measurements would sometimes be inhibited in-clinic and out-of-clinic be inhibited. Programming changes were made and hv lead impedance was able to be measured. The device remains implanted.